Manufacturer narrative:
According to the customer contact a "hole" was found in the pack being used. This occurred after the procedure had already started and "tissue had been recovered". It was reported that due to the size of the hole in the back table cover, the tissue was considered contaminated. No additional information was provided related to the reported incident. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Hole found in back table cover.